Event description:
It was reported feedback regarding the kvo feature on the alaris system. It was alleged that "there's no warning before it switches to kvo (keep vein open rate of infusion). The customer reportedly tested this with a pump and "confirmed that a norepinephrine infusion programmed to run at approximately 300ml/h. Immediately cuts down to 20ml/h once the volume to be infused has run out". The customer states that "the pump does not alarm until it reduces the rate". There was no information on patient involvement. Note that per alaris system user manual, when kvo feature is enabled, the pump module produces a high priority alarm message "infusion complete - kvo" when the vtbi (volume to be infused) has been infused; the module is infusing at the kvo rate (default rate set by the facility). Additionally, the kvo adjust rate feature is used to select keep vein open (kvo) rate (0.1 to 20 ml/h allowed), which is rate of fluid flow after an infusion complete occurs. Kvo rate never exceeds infusion rate. There was patient involvement, but the outcome is unknown. The customer is requesting product enhancement by adding an alarm feature "at least a few minutes before the volume to be infused has run out and it enters kvo mode." The customer also would like the device to have different alarm sounds for different type of medications or fluids (i.e., alarms for critical infusion should be different from saline infusion or non-critical infusions).

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : a090103 - no audible prompt / feedback (2282) additional information: imdrf annex a code per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported feedback regarding the kvo feature on the alaris system. It was alleged that that "there's no warning before it switches to kvo (keep vein open rate of infusion). The customer reportedly tested this with a pump and "confirmed that a norepinephrine infusion programmed to run at approximately 300ml/h. Immediately cuts down to 20ml/h once the volume to be infused has run out". The customer states that "the pump does not alarm until it reduces the rate". There was no information on patient involvement. Note that per alaris system user manual, when kvo feature is enabled, the pump module produces a high priority alarm message "infusion complete - kvo" when the vtbi (volume to be infused) has been infused; the module is infusing at the kvo rate (default rate set by the facility). Additionally, the kvo adjust rate feature is used to select keep vein open (kvo) rate (0.1 to 20 ml/h allowed), which is rate of fluid flow after an infusion complete occurs. Kvo rate never exceeds infusion rate. There was patient involvement, but the outcome is unknown. The customer is requesting product enhancement by adding an alarm feature "at least a few minutes before the volume to be infused has run out and it enters kvo mode." The customer also would like the device to have different alarm sounds for different type of medications or fluids (i.e., alarms for critical infusion should be different from saline infusion or non-critical infusions).